Manufacturer narrative:
Customer complaint of separation problem and connection problem was not confirmed. Visual inspection showed that the helix length was within specification and tether buttonhole diameter was measured and found to be within spec. Telemetry and pacing features were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician attempted to dock the leadless pacemaker (lp) into the delivery catheter and was unsuccessful. The lp was attempted to be redocked, back to tether position, but the lp was stuck. When going back to tether mode the tether tube came out the side between device and docking cap and the lp was unable to be released. The lp was removed and replaced. The patient was in stable condition.